Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an oxygen blending module gasket leak was observed during testing. The device's blower motor was replaced to address the issue.